Manufacturer narrative:
Our inspection revealed that several internal components designed to restrain the heater wire had been bent or broken. This damage had allowed the loose heater wire to tangle together, creating an area of excessive heat, which had damaged and deteriorated the fabric foundation. We determined that this report was attributable to misuse on the part of the consumer.

Event description:
The user reported that the pad stopped working. Our inspection found that the cord was very twisted up and on each side of the pad there was burn holes in the middle of the pad where the heater wire was found to be broken. In the bottom of the pad there was a bunch of crumpled and broken leads. Leads were twisted and crumpled up inside along with bent thermostats that were discolored.